Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation results. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the device passed the sample mesh test during evaluation; however, ratchet handle was stuck in the roller shaft, the bottom roller was damaged, and the ratchet gear was worn; however, the repair has not yet been completed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign. Event occurred in france. E1: telephone (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an unknown time the instrument handle was stuck and rotated freely, and the plates could not pass through the roller. No info was provided on patient impact. Diligence is complete as no additional information was noted.